Manufacturer narrative:
A revision procedure was subsequently performed and lead and the associated device were removed from service and replaced. A fracture of this lead was suspected but has not been confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The caller stated that this patient's physician was going to be bringing this patient in for an x-ray. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated threshold measurements and elevated pacing impedance measurements on the left ventricular (lv) channel. It was noted that impedance measurements had exceeded 2500 ohms. No adverse patient effects were reported.